Event description:
Date notified: 2/28/08. A model 324 on-board aspirator (B) (4) failed to provide sufficient vacuum. An inspection of the device revealed a defective torn pump diaphragm. The diaphragm was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.